Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The event occurred in china. It was reported that ¿head error¿ occurred on the rotaflow console. The control board of the rotaflow console and the rotaflow drive were damaged. The customer unplugged the cable from the device while preparing the transport of the patient this caused the malfunction. No indication of actual or potential for harm or death has been reported. A getinge field service technician was on site to repair the affected rotaflow console with s/n (B)(6) on 2021-05-12. The technician was able to confirm the reported "head error". The rf (rotaflow) control board pcba kit with article number 701034051 will be replaced. The rotaflow drive with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2020-07-06 the reported failure "head error" could be reproduced. Thus the drive was sent to the supplier emtec on 2020-07-16 for repair. On 2021-09-08 the supplier emtec was able to reproduce the reported failure and the root cause could be determined as misuse of the device, which lead to a damage of the circuit board mc1 and mc2. These parts were replaced by the supplier. After functional test at getinge service department on 2021-09-15 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. A device history record (DHR) review was performed on 2021-05-03. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on these investigation results the reported failure "head error" could be confirmed. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that ¿head error¿ occurred on the rotaflow console. The control board is broken. It may be that the cable of the drive has been unplugged when the power was on. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).